Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: left out one piece of information the skin prep prior to surgery: in the or prior to surgery, they use chlorhexidine wipes and then 8 chloraprep prep sticks for every case was prineo used during the aortic valve replacement surgery on (B)(6) 2025? That is correct. Please clarify the date/number days post-op the prineo used on (B)(6) 2025 was removed? The patient did not have any reaction to the prineo used on (B)(6) 2025. Is this correct? That is correct? Was a second prineo used during the procedure for removal of sternal wires on (B)(6) 2025? Yes-that is when the reaction occurred. Why were the sternal wires removed on (B)(6) 2025? Patient discomfort were any other prescription medications, other than the medrol pack, prescribed? Medrol pack, and topical cortisone cream. Was any surgical intervention performed? No. Were any cultures taken? Results? No cultures and no infection. Please describe how the adhesive was applied. Normal application-this cardiac team has been using for years. How was the wound cleaned and dried prior to prineo application? Wiped down incision as normal with wet lap. What prep was used prior to, during or after adhesive use? Prep. Was a dressing placed over the incision? If so, what type of cover dressing was used? Island dressing for 1 day post op, then nothing on top. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? None. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No allergy. Patient demographics: initials / ID, gender, age or date of birth, bmi? Male. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? None. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No. Name of surgeon? Dr. (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Looking to us for explanation of why this occurred.

Event description:
It was reported that a patient underwent a procedure to have sternal wires removed on (B)(6) 2025 and a topical skin adhesive was used. Post-op, the patient experienced severe itching on (B)(6) 2025. The patient was seen in the office for skin adhesive removal on (B)(6) 2025 by the nurse practitioner. A medrol pack was prescribed. The current status of the patient was reported as healing slowly. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ in addition to device removal, was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. (Product was removed on (B)(6) 2025 after 2nd surgery on (B)(6) 2025 for removal of sternal wires, patient reported severe itching on (B)(6) 2025 and seen in the office on (B)(6) 2025 for prineo removal). ¿ if medication was required, please clarify if it was prescription strength. (Medrol pack) ¿ can you identify the lot number of the product that was used? (Not available). ¿ what is the most current patient status? (Healing slowly) ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? (Yes, prineo was used on 10/9-aortic valve replacement surgery, no reaction and removed 10 days post op. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (jm, rn,) (please refer to the attached email) ¿ is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? (Not available). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event: was prineo used during the aortic valve replacement surgery on (B)(6) 2025? Please clarify the date/number days post-op the prineo used on (B)(6) 2025 was removed? The patient did not have any reaction to the prineo used on (B)(6) 2025. Is this correct? Was a second prineo used during the procedure for removal of sternal wires on (B)(6) 2025? Why were the sternal wires removed on (B)(6) 2025? Were any other prescription medications, other than the medrol pack, prescribed? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event?